Event description:
The svc report shows the customer reported that the device did not deliver a breath or alarm. No pt harm or injury is verified. The mallinckrodt customer support engineer (sce) inspected the device and could not duplicate any of the reported issues or error codes that may have been associated with the reported issue. While performing the testing the cse, replaced a mature oxygen flow sensor as a precaution for an error code generated during the cse testing. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributured to the event alleged in this report.